Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 10 devices were evaluated in the field and the issue was confirmed. 4 devices had damaged components; 3 devices had worn components; 2 devices had misaligned components; 1 device had a loose component. 1 device could not be located for evaluation. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the brakes were unable or difficult to engage. 9 events had no patient involvement; 2 events it was not known if there was patient involvement.